Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a revision breast augmentation with two 350cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including breast pain, tingling sensations on her arms, brain fog, blurry vision, joint pain, inflammation, and numbness. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced bilateral capsular contracture sometime in (B)(6) 2009. The patient had a consultation with a healthcare professional. During the consultation, the patient was told that her right-sided implant is possibly ruptured, and the bilateral capsular contracture was confirmed (left grade: IV, right grade: ii). At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2009 based on available information. This report is for the right-sided prosthesis.